Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, serial/lot #: (B)(6). H3: a medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned camera. The returned psu had scratches on the housing and lenses. Event logs reported intermittent firmware incompatibility dating back to jun 2021, intermittent faults indicating illuminator voltage measured lower than recommended operating voltage dating back to jun 2021. There was a battery voltage low message, along with bump detected and storage temperature exceeded alerts. The psu failed an accuracy test (aak) at .693mm, with a passing threshold of 0.250mm. H6: b01, c04 and d02 apply to the system checkout and concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying localizer faulted. There was no patient involvement.